Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding an unknown patient receiving unknown medication via an implantable pump. It was reported the patient originally had a flowonix pain pump implanted but had it replaced with a medtronic pain pump in 2016, however the flowonix catheter was left in place. The patient reported the catheter wraps around the left side of his back and goes over muscle and you can feel the catheter with your finger and see the line where it is placed. It was reported the patient would get extreme night sweats and that two nights ago they woke up suddenly and didn't feel right. The patient stood up to relieve the pressure in their back and within 15 minutes they felt like they were overdosing. The patient felt their temperature change and their oxygen went down to 83% while using a CPAP machine. The patient stated the pump had over-delivered medication. The patient stated they believed the catheter partially impinged causing the pump to malfunction. The patient stated if anything touches their back at night where the catheter is they get extreme night sweats, and if nothing touches it they are fine with no delivery issues. They were concerned the catheter placement needed to be adjusted. They mentioned they brought this up to the manufacturer who told him they had never heard of this issue so the doctor had been unsure of how to proceed. They stated the pump had greatly improved their life but feels like it needs to be looked at.